Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of device memory found two alerts on (B)(6) 2019 and (B)(6) 2019, after the device had been explanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
A request was received from the patient's family member for deactivation of remote monitoring due to the death of this patient. There were no allegations regarding device functionality relating to this patient's death. Subsequently, the device was returned to our post market quality assurance laboratory for analysis.

Manufacturer narrative:
The alert was cleared which stopped the beeping of the device. The patient planned to be monitored and was instructed to report to their physician if the device began beeping again. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. The device was interrogated and it was identified that there was an alert for an out of range shock lead impedance measurement of zero ohms with the right ventricular (rv) lead. All other previous shock impedance measurements were 70 to 80 ohms. The measured shock impedance in clinic was 70 ohms. The pacing impedance and pacing threshold measurements were within normal limits. It was reported the patient uses a continuous positive airway pressure (CPAP) machine and also had a heating pad on their lower back.